Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the lead became lodged in the patient's coronary sinus. The helix would not retract from the initial deployment. The lead was capped and remains in the vein. A new lead was implanted. No patient complications were reported as a result of this event.